Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited possible loss of capture (loc) on the left ventricular (lv) channel due to a suspected lead dislodgement. Technical services (ts) was consulted and identified intermittent lv sensing activity. In addition, a decreased on the capture threshold for the left ventricular automatic threshold (lvat) test along with four days of fusion beats events were noted. Ts recommended trouble shooting options for the lvat and further evaluation of the lv lead. This lead remains in service. No adverse patient effects were reported.